Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the healthcare provider simply withdrew the device to resolve the event. The resistance occurred in the proximal end of the catheter. The pushwire was not rotated or pulled back at anytime during the procedure.

Manufacturer narrative:
H3: product analysis #(B)(4): equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361). As found condition: the pipeline vantage with shield was returned within the outer carton; inside of a biohazard bag and a shipping box. There was no catheter returned with the pipeline vantage with shield. Visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal end of the braid was opened and frayed. However, the middle and proximal of the braid were not opened due to damaged braid. The pushwire appeared to be kinked at 5.7cm from the distal tip coil. No defects were found with the tip coil, distal marker, re-sheathing marker, advanced resheathing mechanism or with the proximal bumper. No other anomalies were observed. Conclusion: based on the returned device, the customer complaint was confirmed as the middle and proximal of the braid were not opened due to damaged braid. In addition, the pushwire was kinked. The cause could not be determined. Possible causes for failure to open and resistance include severe vessel tortuosity and damaged braid. Ls 2023-08-08 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open in the middle section, encountered resistance, and then prematurely detached. The patient was undergoing surgery for treatment of an amorphous, ruptured aneurysm in the pca with a max diameter of 3.10 mm and a 1 mm neck diameter. The landing zone was 2.80 mm distally and 3.10 mm proximally. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet treatment was administered. The angiographic result post procedure showed a pca aneurysm. It was reported that during the pipeline device deployment, the device initially got opened up but while deploying at a curved segment the device did not open up. The doctor tried twice but device got failed to open up and the doctor decided to withdraw the device and in withdrawing the device in the microcatheter the device got stuck in the microcatheter. In last it was found that device after withdrawal got detached inside the microcatheter. It was reported the pipeline failed to open in the middle section. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline had been resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient by resheathing and removing with the microcatheter. The pipeline was not used for an indication that is off-label. The pipeline and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: g2: the country of the event is in. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.